Manufacturer narrative:
H3: one cadd legacy plus pump was received in good physical condition. The event history log was reviewed and there was no evidence of the reported issue. A functional check was conducted and the reported issue was able to be confirmed. Three separate delivery accuracy tests were performed; at least one test was outside of the pump's delivery accuracy manufacturing specification. The expulsor was out of specification and will be replaced to bring delivery accuracy into specification.

Event description:
Additional information was received indicating that there was no incident while the pump was in use.

Event description:
Information was received indicating that this smiths medical cadd legacy plus pump over infused and exhibited bad battery contact. No adverse effects reported.